Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon resected only 10 per cent of a tumor. The surgeon deemed the issue may have been due to brain sag. The surgeon verified accuracy after the imaging system spin was performed. After the procedure, there was a post-op magnetic resonance imaging (MRI) performed, indicating that only 10 per cent of the tumor was resected. The surgeon completed this procedure with the use of the navigation system. Revision surgery scheduled for (B)(6) 2015. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient weight not made available from the site. (B)(4) /2015 a medtronic representative, following-up at the site, reported the post-op magnetic resonance imaging (MRI) surgeon stated tumor was missed by 3 centimeters. Software investigation determined the software is functioning as designed. Per the surgeon, brain shift may have occurred. Also noted was that the patient tracker likely moved. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No device failure. (B)(4) 2015 following-up at the site, a medtronic representative reported the site performed a second tumor resection surgery and the surgeon deemed the patient was ok with no clinical impact. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Additional information: patient weight provided.